Event description:
It was reported that the patient thought his battery was dead. The patient had the device in for five years and recharged it every week. It was unclear whether the patient had an previous 'strikes' on his battery. Subsequent information received reported that an overdischarge was suspected. The last time any stimulation was felt was 1 to 2 months ago and the last successful recharging session was 1 to 2 months ago. The patient recharged the last first week of september and felt stimulation one week before that. Further information received reported that the patient met with the manufacturer representative at the patient's doctor's office. An overdischarge was confirmed. All contacts 8-15 were showing over 3600 ohms, but it was noted that it had been that way for quite some time because no programs were running off of that lead. The patient's device did not read por (power on reset), but the patient could not get his device to work. The representative read the device with the clinician programmer, then programmed contacts 0-7, and the patient was receiving stimulation from his feet to low back on one program, guarded at 234. A prm (physician reset mode) was performed and successful. No additional troubleshooting/interventions were required. The patient outcome was reported as satisfactory stimulation and associated pain relief restored. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 377775, lot# v006895, implanted: (B)(6) 2006, product type lead; product ID 377775, lot# v006895, implanted: (B)(6) 2006, product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).